Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, three electronic photos were provided for review. The investigation is confirmed for the reported catheter emulsification issue as both the extension leg of the catheter was found emulsified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately two weeks post catheter placement and upon examination, the extension legs of the device was allegedly found to be discolored. There was no reported patient injury.